Manufacturer narrative:
Visual inspection performed by visual inspection performed by r&d product manager: revision surgery after 9 months from primary tka for aseptic loosening of the tibial component. No traces of residual cement can be seen on the distal surface of the explanted tibial baseplate in contact with the bone. This is not an evidence of lack of adhesion between the cement and the implant,since it is something usual to be seen on explanted components even if the cause of revision is not instability, loosening or mobilization. Loosening was most likely linked to failure in the cementation process that is linked to several factors not implant related. Residual cement and bone can be seen on the internal surface of the femoral component. No considerations relevant for the event can be done from visual inspection of the explanted tibial insert that doesn't present any anomalies. Inspection done by patient match department on 27 april 2018: our analysis of the myknee process of this case found no deviations from the standard procedures. Each step has been performed correctly. Batch review performed on 03 may 2018 lot 168375: (B)(4) items manufactured and released on 25 april 2017 expiration date: 2022-04-09 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director on 04 may 2018 loosening of tibial component in primary cemented tka after less than one year. The devices were substituted with revision knee system from same manufacturer and supported by cemented stems. The reason for the early aseptic loosening cannot be determined with the information at hand; the pre-revision radiographs show components apparently correctly aligned. Perhaps the tibia was implanted slightly posterior, possibly as a consequence of an intraoperative assessment by the surgeon during primary operation, but we have no reason at all to suspect that this circumstance may have caused the loosening.

Event description:
About 9 months after primary the surgeon revised the patient for a tibial loosening. During the surgery he decided to replace also the femoral component. The surgery was completed successfully.